Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed sores under the electrodes. There was no report that the sores were open or bleeding. The patient reported that she was allergic to plastics and metals. The patient removed the lifevest and the sores healed, but she still had scars.